Event description:
It was reported that the pump appeared to be operating, however, when it indicated that the volume to be infused had reached zero, the solution container was still full. The IV solution container was covered to protect it from light. When the pump door was opened a kink was noted at the pumping mechanism area. This was released and the pump was further used without difficulty. There was no pt injury.